Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016; 5071-35 lead, implanted: (B)(6) 2016; 6996sq58 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to high right ventricular (rv) lead coil impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.